Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-8717ds-0910 dynanite nitinol staple implant system drill produces debris during drilling. This was discovered during a bunion with akin procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the image submitted for evaluation from the field, it is evident that the shaft of the device had abrasion marks. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.